Event description:
Surgical stapler misfired on the 2nd staple load during the procedure. The powered stapler fired approximately 1/4 of it's firing sequence and then stopped. It was reversed, unclamped from the tissue, and passed off of the surgical field. Dates of use: (B)(6) 2015.